Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the cool sculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any cool sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with cool sculpting on (B)(6) 2020 to the outer thighs, on (B)(6) 2020 to the upper abdomen and lower abdomen, and on (B)(6) 2020 to the upper abdomen. The upper abdomen and lower abdomen were treated using the cool advantage, cool curve plus applicator, and the outer thighs were treated with the cool smooth pro applicator. The patient was diagnosed on (B)(6) 2024 with paradoxical hyperplasia (ph) to the upper abdomen, lower abdomen, and outer thighs.